Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, "rupture. Confirmed, with an ultrasound". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, h6

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture confirmed with an ultrasound." Healthcare professional later reported "intact" and then later reported "rupture." The device has been explanted and replaced.